Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Upon completion of the investigation a follow-up will be filed. . Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers); device not returned.

Event description:
It was reported by the respiratory therapist that, there was an incident with the ventilator alarming due to loss of tidal volume. After troubleshooting, they discovered that the catheter was leaking and causing the problem. The catheter was switched out for a new one and there were no further issues. The respiratory therapist stated, going forward, they will try the 90 degree fix but will still report any other issues. No patient injury.